Event description:
It was reported that an alarm had occurred but telemetry had not yet been performed. The patient reported a missed refill. The patient had been in (b)(64) since (B)(6) 2015. The patient was not going back to (B)(6) until(B)(6) . It was noted that the patient's physician was aware that the patient was going to be gone for the timeframe and would not be back for their refill. There were no symptoms. The patient was told by their manufacture representative to go in through the emergency room. The patient had gone into the emergency room on (B)(6) 2015 because there was a "critical alarm" going off. The patient was no in withdrawal and also had a morphine shot and anti nausea medications on (B)(6) 2015. The patient stated their refill was due on (B)(6) 2015. The patient had spoken to their primary hcp and was told that their low reservoir alarm date was on (B)(6) 2015. It was unknown when the patient would run out of medication. The patient had been trying to call healthcare providers (hcp) around their area and get in to see someone. It was noted that the patient had all kinds of psychological issues (was on 7-8 psych medications) and no other physician would do a one time refill. The pump system was delivering bupivacaine, baclofen and morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Event description:
Additional information received reported that the patient received assistance from their physician or manufacture representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8583, lot# n320460, implanted: (B)(6) 2012, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).